Manufacturer narrative:
A visual, functional, and dimensional analysis was performed on the returned device. The retraction problem was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case, it is possible the posterior needle snagged in the anterior foot pocket causing a resistance to retract the plunger; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a pulse field ablation (pfa) procedure. Reportedly, after depressing the plunger, the physician was unable to pull back the plunger completely. After removal of the device, the sutures of 2 new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f and the pfa procedure was completed. Hemostasis was achieved with the pre-placed sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.